Manufacturer narrative:
Facility name: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had image stripes appeared when the cable was shaken. The event occurred during reprocessing. The intended procedure was diagnostic. There were no reports of patient harm.

Event description:
It was reported the subject device had image stripes appeared when the cable was shaken. The event occurred during reprocessing. The intended procedure was diagnostic. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and due to corrections needed. Updated fields: concomitants products (camera head and monitor). Corrected fields: d10 inadvertently marked as asku, when the correct option was leave it blank and add 190 in the concomitant product section. E1 - address 1 inadvertently did not add the district and the whole direction was (B)(6) (exposed here due to limit of characters). E1 - city inadvertently did not add the province on this section. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it was determined that the product did not meet the product specifications. Olympus will continue to monitor field performance for this device.